Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the keypad problem which was reproduced. Evaluation found the top 3 rows of the keypad to not input correctly. The keypad was determined to have failed and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a problem with the keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.